Event description:
It was reported during a ptca/stent procedure that a stent was placed inside the pts left anterior descending without any complications. Within 48 hours the pt returned to the cath lab with chest pain, angiography revealed thrombus. The thrombus was treated using balloon angioplasty or stenting (it is not known which). The pt is reported to be doing well as of the date of this report.